Manufacturer narrative:
Unfortunately, neither the electronic device logfile nor replaced parts were available for the root cause analysis. However, it was further reported that the biomedical technician evaluated the logs and unit on-site in follow-up to the event. Log entries were reportedly found regarding ¿motor slow¿ and ¿motor stall¿. In combination with the described symptom, the entries demonstrate that the supervisor function of the software forced a shutdown of automatic ventilation after having detected a stalled motor. This is a safety measure to prevent from mechanical damages to the ventilator unit. The user is alerted to the shutdown of automatic ventilation by a corresponding alarm; manual ventilation remains possible and the other device functions, like gas dosage and monitoring, remain unaffected. The device was in operation for approx. 12 years now; it is seen likely that beginning wear and tear at the collector disc of the ventilator motor has led to intermittent losses of electrical contact between collector and the carbon brushes which resulted in speed fluctuations and finally to a stalling of the motor. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The replacement of the affected motor unit by the technician has already solved the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a ventilator error during a case. There was no patient injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that there was a ventilator error during a case. There was no patient injury reported.